Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50 x 32mm promus element(tm) drug eluting stent was selected for use and advanced but failed to cross the lesion despite several attempts. The promus element(tm) stent delivery system (sds) was taken out of the guide catheter. However, the stent was dislodged from the balloon outside patient and could no longer be found on the table due cath lab procedures. The procedure was completed with another promus element (tm) stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the hypotube profile found several kinks along the full catheter length. A visual and tactile examination of the shaft polymer extrusion profile found no issues with the mid-shaft or inner/outer shafts. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50x32mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion despite several attempts. The promus element ¿ stent delivery system (sds) was taken out of the guide catheter. However, the stent was dislodged from the balloon outside patient and could no longer be found on the table due cath lab procedures. The procedure was completed with another promus element ¿ stent. No patient complications were reported and the patient's status was stable.